Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During a previous device check on (B)(6) 2019 the battery longevity showed five and a half years remaining. During the most recent remote follow up, this device had a current battery status of elective replacement indicator (eri). Device replacement was scheduled. This device was explanted and successfully replaced. No further adverse patient effects were reported. This device was lost in transition within the healthcare facility and is not available for return.